Event description:
Staff rn noticed that pressure measurements on crrt machine not appropriate for therapy however machine was not alarming. The balance chamber pressures were reading low negative numbers -7 to -8. Rn attempted to reset access pressure pod however did not help. Pre filter there was blood in the tubing however the tubing appeared flattened as if not filled with blood. Post filter there was not any blood in the tubing, only dialysate fluid. When the rn attempted to do a planned return of blood to the patient, the machine ran as if completing the blood return without any alarms. However no saline was pulled from the priming bag and none of the blood was returned to the patient. Staff rn notified clinical educator to come take a look and new filter cartridge set up for patient and crrt machine.